Event description:
It was reported that the patient was found unconscious at home. The patient was in the hospital and needed an MRI. It was noted that the health care professional stated that it was not related to the pump, that the patient took too much oral medication along with medication (morphine) in the pump. The patient's current status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product typ catheter. (B)(4).